Event description:
A report was received that the patient had an allergic reaction. It was noted that the patient had an itching and swelling in the face right after the perm implant. The physician believed it was not device related. The patient was given steroid injection.